Manufacturer narrative:
Device out of warranty; no request for MFR service.

Event description:
The customer reported that the ventilator would operate on backup battery power but when it was connected to ac power the unit would alarm and shut down. The customer reported the ventilator was not in use and therefore there was no pt involvement or harm. As the device was out of warranty, the customer contacted MFR's product support (pse) for service assistance. The pse advised eval and replacement of the power supply to address the reported problem. If a loss of ac power or failure of the power supply occurs during use and the ventilator is inoperable or shuts down, an audible power fail alarm will activate.